Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2016-06-07. It was reported that the emergency room physician called the managing physician who asked the rep to check the pump. It was noted that the empty pump had been caused by the patient missing their refills. The patient had a long history of doing this and as a result the mental issues were assumed to not be related to the empty pump. No troubleshooting or actions had been done, besides reading the pump. The hcp at the hospital decided not to refill the pump and the rep was not sure if the patient had gone back to their managing physician for a refill. Additional information was reported by the hcp on 2016-06-08. It was noted that the troubleshooting done was pump interrogation. The diagnostics performed related to the altered mental status was a CT, MRI, and chemistry.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a company representative regarding a patient receiving dilaudid (5 mg/ml at 0.5104 mg/day) from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the rep reported that the patient was hospitalized on an unknown date with altered mental status for an unknown reason and the pump is now empty. The low reservoir alarm occurred in (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. It was noted that the pump would not be refilled at this time due to the altered mental status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.